Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks area. Insulin was noticed to be leaking out, the adhesive was loose and the cannula was found bent. Hyperglycemia treated by activating new pod and bolus.